Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that during a cuff check a leak was found. The customer reported there was no patient involved.

Manufacturer narrative:
A visual inspection was performed verifying all the components were assembled according to manufacturing process. Damage was observed in the sample which would have been detected immediately in the manufacturing process. Measurements and functional testing performed on the sample confirmed it to be within specifications. The reported issue could not be duplicated. We are unable to determine the cause for this specific event however, manufacturing controls are in place to detect damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that during the cuff check a leak was observed. The customer reported that there was no patient involvement.